Event description:
A complaint was rec'd from a customer that stated their glucometer elite is missing the "units" digit on the display; is not being displayed. A request was made to return the system for eval. In the meantime a replacement unit has been provided.